Event description:
The pt's mother reported that the pump was intermittently responding to keypad button presses. She states the "down" arrow button needs to be pressed hard to achieve a pump response. The reporter denies that the keypad was peeled and denies that any cleaning products were used to clean the pump.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.